Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 191004 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two picture samples were provided for evaluation by our quality engineer team. Through examination of the pictures, the needle hub was observed broken. Based on the available information, an exact cause could not be determined for this incident.

Event description:
It was reported that a broken hub was found before use with a ndle 18ga 1-1/2in blt fill nc tw shld. The following information was provided by the initial reporter, "the red base of the needle broke off just as the ide was about to hit the drug vial. The needle was thrown into the room. The other part of the red (broken) base remained attached to the syringe." 2 occurrences were reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a broken hub was found before use with a ndle 18ga 1-1/2in blt fill nc tw shld. The following information was provided by the initial reporter, "the red base of the needle broke off just as the ide was about to hit the drug vial. The needle was thrown into the room. The other part of the red (broken) base remained attached to the syringe." 2 occurrences were reported.